Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted no obvious defects observed. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and asymmetrical balloon observed with concentricity 100:0. With the return syringe attach the catheter balloon was able to passively drain 10ml of liquid within 5 minutes. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and asymmetrical balloon observed with concentricity 100:0. With the (in-house) syringe attach the catheter balloon was able to passively drain 10ml of liquid within 5 minutes. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pretest in the operation room, the balloon could not be deflated. Per notification from ucc on 25feb2025, the complaint has been created based on sample evaluation.

Event description:
It was reported that after the pretest in the operation room, the balloon could not be deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.